Manufacturer narrative:
Other, other text: evaluation results: one cad solis vip was returned for investigation in good condition. The tamper seal was intact. A review of the event history log (ehl) evidenced the following: (B)(6) 2020 4:03:35 pm high alarm displayed: cassette not attached properly. The customer reported product problem was verified. The pump failed to occlude during the functional test on mu mode. The pump alarmed with the following message: cassette not attached properly. This was observed when the investigator performed the pressure test. Further investigation of the pump found that the downstream occlusion sensor was damaged by fluid ingression. Fluid ingression was identified as the root cause of the product problem. The downstream occlusion sensor was replaced as a result.

Event description:
Information was received that device does not occlude and then alarms cassette not attached properly. No adverse effects reported.